Event description:
It was reported that the insulin pump alarmed no delivery and failed battery test during infusion set changed. Customer's blood glucose was 195 mg/dl. Customer declined to do troubleshooting for battery test. Advised the customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.